Manufacturer narrative:
(B)(4). Batch # n53j1z. Additional information was requested and the following was obtained: how did the device "didn't staple properly"? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? The account contact had no further information about the device or issue since he received the product long after the incident occurred. The analysis showed that the ats45 device was received in good visual condition and with three tr35b cartridges present. The reload (b) was received partially fired 1/2 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. The reloads (c and d) were received partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, children's coordinator was given the stapler in box almost two months after procedure so little information other than what was written on packaging is available. Note said, "it didn't staple properly." It is unknown how the case was completed. There were no patient consequences reported.